Manufacturer narrative:
The patient's previous driveline communication fault issues are reported under MFR #s: 2916596-2022-11391, 2916596-2022-11218. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a driveline communication fault on (B)(6) 2022. The patient had been experiencing these alarms since (B)(6) 2022. The patient was doing well clinically. The patient went to the clinic for a follow-up on (B)(6) 2022 and their alarm was permanently silenced. The patient would be monitored and log file analysis would be performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed the reported driveline communication faults; however, a specific cause for these events could not be conclusively determined through this evaluation. The controller event log file recorded driveline communication fault alarms that were active for the entire file. Pump function was not interrupted during these events. The log file appeared to capture the pump operating as intended. The controller periodic log file captured six driveline communication fault alarms starting on 02jul2022, and they were active for the remainder of the file. No other atypical events were captured. The pump appeared to function as intended and operated at the set speed for the duration of the file. No product is available for investigation; however, the modular cable was returned and evaluated under MFR #: 2916596-2022-12611. This investigation confirmed corrosion on the following pins of the modular cable inline connector: pin 2 (green), pin 3 (yellow), and pin 6 (brown). These 3 pins correlate to communications a, communications b, and power a wires, respectively, on both the modular cable and pump cable. Similar fluid ingress/corrosion on the pump cable inline connector side could potentially contribute to the alarms continuing after the mod cable was exchanged. However, the presence of this material cannot be confirmed due to the device remaining in use. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-020207. The relevant sections of the device history records for mlp-020207 was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) (rev. G) and the heartmate 3 lvas patient handbook (rev. G) are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarms, including driveline communication faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. Section 5 of the patient handbook entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
As of (B)(6) 2022, the alarms had not resolved and continued to be permanently silenced. The patient continued to be doing well clinically.